Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent under sensing noted on non-magnet atrial electrograms and atrial arrhythmia episodes. In addition, there were high thresholds observed on the right atrial (ra) lead trends. The lead remains in use. No patient complications have been reported as a result of this event.